Event description:
The customer reported not getting any images when taking x-rays. The system beeps and sounds like it is taking x-rays, but there are no images displaying on the monitor. No patient injuries were reported.

Manufacturer narrative:
The ge service rep received and replaced the interconnect cable. He tested the system, but had the same symptoms. The rep repaired the connection on the emi shield at the ccd camera. The unit is operating as intended.